Event description:
Determined to be reportable based on analysis completed 01/18/2007. It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. A 2.75x32mm was advanced to the right coronary artery, however, the physician was unable to cross the lesion. The procedure was completed with another express2 monorail. There were no patient complications or injuries reported. The patient status is listed as good. Device analysis indicates stent damage.

Manufacturer narrative:
Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing record for batch #8788947 has been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent damage experienced during the procedure could not be determined.